Event description:
The lay user/patient contacted lifescan in 2007 and alleged that the threads were stripped/damaged on her one touch ultrasoft lancing device. This complaint was classified based on the customer care advocate (cca) documentation. The patient could not remember when the reported issue first occurred. However, she mentioned experiencing symptoms of being shaky and having a dry throat. She reported that these symptoms developed after the start of the reported issue. The patient was taken to the ER where her blood glucose reading was 'over 500 something' and she was treated with insulin. Prior to the medical intervention, the patient had taken an increased dose of diabetes medication. At the time of troubleshooting, the alleged issue was not resolved. This complaint is being reported because the patient experienced symptoms after the reported issue began. She was treated with insulin at the emergency room where her blood glucose result reflected hyperglycemia. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.